Event description:
It was reported that during a colon resection procedure the surgeon fired the device and when he reviewed the staple line the device had cut but partially fired and the staple line was only 3/4 of the normal length. They used a second like device and completed the procedure. Per the or director, the patient was returned post op of the procedure for a follow on (B)(6) 2003; a CT scan was performed due to there was drainage at the site with a fecal smell. They patient was admitted and taken to surgery. An open procedure was done and it was found that there was leakage at the site of the previous procedure. At that time the surgeon decided to do a temporary colostomy. The patient was sent to ICU post op as the patient went into afib. The patient is now stable. The colostomy may remain and be permanent due age and aggressive cancer. The surgeon does not blame it as a failure of the device at this time.see attached user facility.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time. (B)(4).

Manufacturer narrative:
(B)(4). Device is being retained by the account. A packaging lot number was provided. The manufacturing records were reviewed and we were unable to confirm the complaint or determine the cause potential/probable cause of the reported event.